Event description:
It was reported that when an asymptomatic pacer-dependent patient presented in-clinic for routine follow-up, the lead exhibited decreasing pacing lead impedance and unacceptable capture threshold. Lead replacement is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.